Event description:
It was reported the patient was experiencing pain at the ipg pocket site. It was reported the ipg was superficial under the skin. The physician moved the pocket location. Follow up identified the issue was resolved with the procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).